Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported an intermittent x-ray switch stuck error message. This error causes the system to shut down. This could result in procedural delays. There is no report of injury or death associated with this event.